Event description:
It was reported that a patient with chronic atrial fibrillation presented with a device exhibiting atrial pacing due to undersensing. Programming changes were recommended and further evaluation will be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.